Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the streamline cable being broken at the backup battery connector was not confirmed. The power module (serial number: (B)(6)) was not returned for evaluation and no pictures were submitted for review. A request for additional information was made to determine if the damaged streamline cable would be returned for evaluation and if there was any patient involvement with the power module; however, no response was received. Additional information provided stated that the broken streamline cable was replaced with a new one and that no further issues were noted. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 20aug2013. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿¿s investigation is complete.

Event description:
It was reported that the streamline cable in the patient power module (ppm) was broken at the battery connector. A replacement streamline cable was to be shipped to the customer.